Event description:
Further follow-up indicates the symptoms of infection has resolved with antibiotics.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported the patient's implant procedure was abandoned on (B)(6) 2019, due to possible infection. There were no devices implanted.